Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents from the reported lot. The reported entrapment of device (clip caught on chordae) appears to be due to a combination of challenging patient anatomy (bileaflet prolapse, flail chord in anterior leaflet, barlows valve in appearance) and user technique/operational context. The reported foreign body in patient as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures and appears to be due to the inability to untangle the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed on the second mitraclip to report the chordal interaction and being deployed in chordae. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without issue reducing mr to grade 1-2. The second mitraclip was inserted but interacted with chordae and was unable to be removed from the chordae. The second mitraclip was deployed in the chordae and mr remained grade 1-2. The procedure was completed. No additional information was provided.